Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Reportedly the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose was 183mg/dl.